Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl and went down to 527 mg/dl. The customer was declined troubleshooting for high blood glucose event. The customer was treated with manual injections for high blood glucose level. Customer stated they did not experience any symptoms related to high blood glucose event. The device will not be returned for analysis.